Manufacturer narrative:
(B)(4). Critical pump error and insulin pump error alarm was noted in the history download due to software error. Unable to verify insulin flow blocked alarm due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. No moisture damage or physical damage noted on electronic assembly during visual inspection. The motor was tested outside of device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The device was returned for analysis.